Manufacturer narrative:
There is no indication, based on the physical eval of the returned device and the case report, that the device failed to perform as intended (causing a malfunction) that led to the dissection. The report of difficulty with device removal and reloading the device over the wire came after the dissection occurred.

Event description:
The jetstream g2 catheter was used to treat a long lesion from the sfa to the popliteal artery. After 2 passes were made an angiogram was taken revealing a dissection. The physician encountered difficulty retracting the device over the wire and had to take both the wire and device out simultaneously. After failing to reintroduce the wire into the g2 a second g2 was successfully loaded over the wire. The device was advanced through the dissection without the tip rotating. The area in the popliteal was treated and the device was removed. Another angiogram was taken and the physician decided to use low pressure pta to address the dissection. The balloon was advanced to the edge of the dissection but would not pass any further. The physician elected to balloon just proximal to the dissection and then took another angiogram. There was flow distal to the area but he was still concerned about the dissection. Pushing very hard, he tried unsuccessfully to advance the balloon. Another picture was taken and there was a large perforation caused by the balloon. The perforation was not treated. The pt was in the same condition post procedure as he was when the procedure began. When the physician was contacted a few days later,he said the pt was fine.